Manufacturer narrative:
Na

Event description:
The customer reported the snubber board on the ventilator power supply had failed. The ventilator alarmed and was not in use on a pt; therefore, there was no pt harm or involvement. The respironics service technician replaced the power supply to correct the findings. Factory failure analysis of the power supply reported arcing on the snubber pcb board. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.